Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, there was mild resistance advancing the proglide in the anatomy. The black sheath portion of the device broke off in the anatomy while attempting to remove the device. Cut down surgery was performed to remove the separated sheath and hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, there was mild resistance advancing the proglide in the anatomy. The black sheath portion of the device broke off in the patient anatomy while attempting to remove the device. Cut down surgery was performed to remove the separated sheath and hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Resistance during insertion could not be replicated in a testing environment as it was based on operational circumstances. The reported sheath/ guide detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.